Event description:
New or updated information listed on h10.

Manufacturer narrative:
The device was returned and the fractured tip was confirmed. Manufacturing review identified lot tu7226 was released into the field in (B)(6) 2019. Examination of the returned awl identified the shaft distal tip fractured off flush with the retracted sheath with sever plastic deformation indicating a high load flexural fracture consistent with off angled excessive force. The root cause of the tip fracture is physical damage and likely the result of off angled force and sclerotic bone in conjunction with age/wear fatigue and surgical technique. The fractured tip per surgeon¿s prerogative was left in-situ fixed in the patient bone and not a concern for migration the stainless-steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. The device was returned to sd distribution for scrap no additional investigation required. Manufacturing review: review of the device history records of all devices notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "residual risks to the patient associated with use of general surgical instruments are: cleaning and sterilization failures, sterile barrier compromise, corrosion, and unretrieved instrument fragments which may cause or contribute to infections, fever, wound dehiscence, immunological response and immunological, systemic, or allergic reactions. In some instances, treatment of these events may require surgical intervention including revision surgery. Skin irritation, rash, sensitization and/or cell death which may occur in the event a patient is allergic to a material used in the system instruments. Instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient. Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting..." "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted. "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." Literature review: review of biocompatibility of stainless steel for use in nuvasive, inc. Medical instruments final report (08/17/2016) has provided sufficient supporting documentation for the stainless-steel type 17-4, stainless steel type 455, stainless steel type 465, and stainless-steel type 316 used in the nuvasive, inc. Medical surgical instruments at locations of potential instrument failure to be considered biocompatible. The potential long-term exposure of lodged or embedded stainless steel material in the event of instrument failure was reviewed. The aforementioned materials were determined to possess a chromium oxide passivation layer which serves to create a material with negligible potential for leachable metallic elements and virtually no potential for material-induced toxicity. Therefore, in situations where the physician has determined that removal of the instrument fragment is not possible and the only safe option is leaving it embedded in the patient, these stainless steel materials can be considered to exert very low toxicity potential and to pose negligible risk to the patient. See test report tr-9605033 for more detail..." New or updated information found on sections: b4, d9, g3, g6, h3, h4, h6, h10.

Manufacturer narrative:
No device was returned and no images could be provided confirming the alleged event. Involved lot tu7226 was released into the field in january of 2019. No root cause could be determined due to the lack of information provided but review of similarly reported events suggests off-angled excessive forces and product wear as the possible root cause. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. The fractured tip per surgeon¿s prerogative was left in-situ fixed in the bone and the stainless steel materials that were unretrievable in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. "Residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient." "Residual risks to surgical staff associated with use of general surgical systems are: instrument failures or malfunctions which prevent intended use, resulting in decreased operational efficiency and general inconvenience." "Pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
On (B)(6) 2024 a patient underwent a cervical spinal fusion procedure on unknown levels of the spine. During the procedure the tip of awl broken inside the bone and could not be removed from the patient. No additional information could be obtained.